Event description:
It was reported the "middle tube fell out after insertion into the pt". It was discovered that the extension line separated from the catheter. No further details available at this time. Further information received on (B)(6) 2012 states that the sales rep met with the critical care chief technologist and risk support nurse from the hospital. The pt was a (B)(6) male with many health issues and is a known pt to the critical care unit. The insertion site was the right internal jugular vein. The event occurred in the lister surgical ward on (B)(6) 2012 at approximately 2145. The pt appeared to have had a stroke with weakness on the right side. At some point, the ward staff had noticed a "whistling" sound which they thought was from the cvc. In the notes, it said the pt was transferred to medical critical care unit post CT of the head. On the ward, it was noted that the cvc was aspirating air and tpn stopped. When the pt was admitted to the medical critical care unit he was unwell, but able to maintain his own airway. Almost immediately, he became short of breath and needed continuous positive airway pressure. The medial line of the cvc was noted to be detached from the hub. A new cvc was inserted into the left femoral vein. In notes, on (B)(6) 2012 at approximately 1130 - evidence of stroke. On (B)(6) 2012, this pt was transferred to the cotton ward and as of (B)(6) 2012 was still in the hospital.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.